Event description:
It was reported, the lead was explanted due to fracture.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the connector pin measuring 20.2cm was returned for analysis. External insulation abrasion was found at 9.3-9.4cm from the connector pin, consistent with lead friction to the ICD can. Without return of the entire lead, a complete analysis could not be performed.